Event description:
It was reported that this pacemaker system exhibited noise oversensing on the right ventricular (rv) channel seen on non-sustained ventricular tachycardia (nsvt) episodes. Technical services (ts) reviewed and noted that this could be related to a lead integrity issue. Ts recommended to have an in-clinic lead evaluation. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.